Event description:
Caller states the pt tested 5.3 inr on the coaguchek system and 3.6 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.